Event description:
On 4/24/99 customer obtained an erratic ethanol result. Original result of 0.73mg/dl was reported to ER. Result was questioned. A 1:2 manual dilution was performed and rerun result was 297.36mg/dl which repeated with a result of 314.56mg/dl. On 4/25/99 original sample was rerun straight with a result of >300mg/dl. No impact to pt, no treatment withheld. Pt released.